Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. While perforation of the pulmonary artery is a known complication of pa catheter usage, perforation of the cardiac structures is more rare, but not unheard of. Review of the available information suggests that patient or procedural factors may have contributed to the event. No actions will be taken at this time.

Event description:
It was reported that "the right ventricle (rv) was perforated by the swan-ganz catheter during use. The catheter was inserted by a doctor of cardiovascular internal medicine and the perforation was found out during use in ICU when the patient complained of chest pain and cardiac tamponade was noted. A photograph, which the customer showed to the sales representative, indicated that about 5cm of the catheter tip was protruding from the middle of the rv and pulmonary artery; the photograph was not submitted with the complaint. At last report, the patient was recovering. The right ventricle was perforated at or near the pulmonary valve. The catheter was inserted in the department of cardiovascular internal medicine and no cardiac surgery was planned for this patient. The cardiac tamponade was treated surgically by a cardiovascular surgeon and the perforation was closed. A doctor in the cardiovascular internal medicine commented that the rv was probably perforated when the catheter tip moved back to the rv from the original position in the pa and the tip was touching the ventricle wall several times. Additional information was obtained and the model number was determined to be either (B)(4) or (B)(4) based on the delivery record for this customer and the color of the catheter body which the sales representative saw in the photograph.